Manufacturer narrative:
(B)(4).

Event description:
It was reported that: some hours after the placement of the 4l cvc the grey hub separated from the extension line, there were no signs of degradation. The lumen was then clamped. Respiratory function did not deteriorate because of the incident. The patient lost some blood, hb dropped from 8.4 to 8 but did not need blood transfusion. A nasal cannula was placed as a precaution. It was reported that there was no harm from the incident. A new cvc was placed.

Event description:
It was reported that: some hours after the placement of the 4l cvc the grey hub separated from the extension line, there were no signs of degradation. The lumen was then clamped. Respiratory function did not deteriorate because of the incident. The patient lost some blood, hb dropped from 8.4 to 8 but did not need blood transfusion. A nasal cannula was placed as a precaution. It was reported that there was no harm from the incident. A new cvc was placed.

Manufacturer narrative:
(B)(4). The report of an extension line/luer hub separation was confirmed through complaint investigation of the returned sample. The customer provided four photos for analysis; visual inspection of the photos revealed that the grey luer hub was separated from the medial extension line. The customer returned one, 4-lumen catheter for analysis. Signs of use were observed within the extension lines in the form of biological material. The catheter body was cut off near the juncture hub and was not returned by the customer. Visual inspection of the returned device revealed that one of the medial extension lines (medial 1, grey hub) was separated directly adjacent to luer hub. Portions of the extension line material were still visible inside the separated luer hub. The extension line appeared rough and jagged at the point of separation. The medial 1 extension line outer diameter (od) measured 2.16mm via calibrated caliper, which was within the specifications of 2.13-2.21mm per product drawing. The medial 1 extension line inner diameter (ID) measured 0.058" via calibrated pin gauge, or 1.48mm, which was within the specifications of 1.40-1.48mm per product drawing. A manual tug test confirmed that the distal, second medial, and proximal extension lines were secure to their luer hubs. The instructions for use (IFU) provided with this kit warns the user, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi) to reduce risk of intraluminal leakage or catheter rupture. Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested." A device history record review was performed, and no relevant findings were identified. CAPA has been initiated by the manufacturing site under tele flex quality systems and it indicated the root cause of the issue as manufacturing related. Corrective actions are yet to be implemented. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported that: some hours after the placement of the 4l cvc the grey hub separated from the extension line, there were no signs of degradation. The lumen was then clamped. Respiratory function did not deteriorate because of the incident. The patient lost some blood, hb dropped from 8.4 to 8 but did not need blood transfusion. A nasal cannula was placed as a precaution. It was reported that there was no harm from the incident. A new cvc was placed.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # UDI related data quality updates only.